Manufacturer narrative:
Root cause analysis is currently underway via (B)(4).

Event description:
The pump was sent to agiliti for repair with the reported issue that the unit had no power when plugged in and would not turn on. Upon opening the device, an agiliti technician discovered internal burn damage that caused the power failure. The burn mark was located on the power board and measured approximately 5 mm in diameter.